Event description:
It was reported that a 6f angio-seal vip was used post angiogram and cardiac catheterization. The patient was taken to the holding room in good condition and later discharged. Later that evening, the patient returned to the hospital ER complaining of a tingling, painful and numb right foot. The next day, the patient was taken to surgery and had a thrombectomy of the right distal external iliac artery and right superficial femoral artery. Acute thrombosis was present. The proximal right common femoral and distal right external iliac artery had an intimal dissection and were repaired with interposition of the proximal saphenous vein graft. The angio-seal was removed. The patient tolerated the procedure well and was taken to the cardiovascular unit in satisfactory condition. The patient is now recovering.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to the touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.